Manufacturer narrative:
The product associated with this reported event was not returned for exam. The product lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported pt pain based on the lack of the provided info; however, the initial reporting suggests the size patella selected at primary surgery may be a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
A search of the complaint database did not find any additional reports against the supplied product/lot code combination. The investigation could not draw any conclusions about the reported event based on the newly supplied information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised for pain. It was reported that the patella was too large. The surgeon cut more bone off the patella and put the same size implant back in.